Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a delamination total of the valve (adhesive failure) additional observations: ¿ wear abrasion and crease fold observed on the device.

Event description:
Healthcare professional reported left side deflation. Health care professional later reported left side leak from valve .device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Health care professional later reported left side leak from valve .device has been explanted and replaced.